Event description:
Customer reported a past low blood glucose event with an unknown cause. Blood glucose level dropped to 54 mg/dl, and the event resulted in hospitalization. There was no permanent injury, and the issue was resolved, though treatment specifics were unknown. Customer acknowledged the recommendation but declined further follow-up and supplies or system check, therefore, no additional information regarding the event was able to be obtained.